Event description:
Revision surgery - due to the patient feeling her shoulder pop while at a physiotherapy session.

Manufacturer narrative:
Corrected data: see d.10. And h.3. Manufacturer narrative: the reason for this revision surgery was reported as glenoid baseplate broke at the center screw. The previous surgery and the revision detailed in this investigation occurred over 1 year and 5 months apart. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were decontaminated and returned seperately to djo surgical for examination. A review of the device history record shows that the baseplate met all material (astm 1472 ti 6al-4v), design and manufacturing requirements when released for use. There were no non-conforming material reports associated with the production of this lot that may have contributed to the reported event. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. No complaints have been filed against any other parts from the baseplate's lot. There are no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery required after the glenoid baseplate broke at the center screw. There may have been a prior traumatic event weakening the construct or inappropriate physiotherapy. Another contributing factor may have been poor bone quality, as the anchoring screws were still intact as seen in the xray; it's possible that poor bone quality didn't allow the locking screws to fully sink into place and the resulting micromotion caused the baseplate's central screw to break. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.